Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon a device check, the field representative noted that the pacemaker was estimated to have one year remaining battery longevity based on the gas gauge's calculations. The field representative was concerned that the battery of the device might be depleting too fast. Boston scientific technical services (ts) discussed that with the current settings, the device would have at least six years remaining before the battery will be drained. The pacing percentage at that time was 95%, the impedance at 220 ohms, and the device was set to auto 2.4 volts (v). Ts then advised to have a memory dump and have the data analyzed. Additional information was requested and the field representative confirmed that the allegation of a premature battery depletion was not yet refuted. The patient, along with the device, will be closely monitored for a possible change-out, although the device has not declared elective replacement indicator (eri) just yet. The pacemaker remains in service. No adverse patient effects were reported.